Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 24, 2016. (B)(4). The sample was not returned for evaluation. A retention sample from the same product code/lot number combination was obtained for investigation. A review of the device history record revealed no manufacturing anomalies. A retention sample with the same product code/lot number combination was obtained and was visually inspected, during which no anomalies were noted. The unit was then connected to the h/sat probe on the cdi500 to determine the functionality, during which no errors appeared and readings from the device appeared on the monitor. The strength of the magnet of the unit was measured and found to be within specification. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the cuvette would not function. It is unknown if the product was changed out, if there was any delay in the procedure or the results of the procedure. Terumo continues to request more information. This event is associated with a voluntary safety alert submitted on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c.